Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by male nurse of the hospital, that the locking screw can´t be inserted adequately. Surgical delay of approx. 35min. And loss of blood. Patient is well. New information: the patient had a higher blood loss due to the prolonged duration of surgery, so perioperatively had to be given two red blood cell concentrates.

Manufacturer narrative:
Product inquiry states the trochanteric nail kit, which includes the set screw returned to be the subject product. The also returned lag screw and second set screw was classified as concomitant products. No deviations were found during the review of the manufacturing documents of the trochanteric nail kit. The trochanteric nail and the set screw were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. A function test confirmed function still to be given in full on the devices. Even the set screw shows evident damage caused by oblique insertion it still could be inserted into the nail as intended. The reported event could not be confirmed. The set screw shows typical traces of cross threading due to oblique insertion. Based on the above facts it can be ascertained that the root cause is not related to a deficiency of the device, but is rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by male nurse of the hospital, that the locking screw can't be inserted adequately. Surgical delay of approx. 35min. And loss of blood. Patient is well. New information: the patient had a higher blood loss due to the prolonged duration of surgery, so perioperatively had to be given two red blood cell concentrates.